Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. As received, the battery was unable to power on a monitor. Upon evaluation, the nickel busbar tabs at the p2 pad were loose. The cause of the non-functional battery pack is the loose busbar. The root cause for the loose bus bar could not be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor reported that a patient was experiencing battery faults.